Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found and cleaned a foggy buildup from inside the hgb chamber, vc107, which corrected the hgb values. The repair was verified per established service procedures. (B)(4).

Event description:
The customer reported that the hemoglobin (hgb) backgrounds were failing on a unicel dxh 800 coulter cellular analysis system during the daily check, and requested a service visit. Customer technical support (cts) confirmed this over the phone with the customer by verifying the hgb blank voltage values, which were low. Erroneous patient results were not reported and there was no change or affect to patient treatment in connection with this event.